Manufacturer narrative:
Complaint confirmed. Visual inspection identified that one of the proximal tabs and threads along the anchor had broken. It was noted that the method of bone preparation and the bone quality encountered were not recorded. The most likely cause for this event is undetermined, although possible causes could be linked to improper bone preparation and/or prying/leveraging during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2021 procedure the surgeon had pre-drilled with the included silver drill. The first ar-1317ft nano corkscrew anchor (lot 12024573) attempted broke half way upon insertion. This anchor was completely removed and will be sent in for inspection. While attempting a second ar-1317ft anchor (same lot number) when approximately 90 percent of the anchor was implanted the driver interference portion of the anchor broke. Small metallic pieces were successfully retrieved and the anchor body remained in the bone.